Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report, quick release fell off the infusion set cannula. At the time of this incident, blood glucose level was at 116 mg/dl. Upon investigation, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.